Manufacturer narrative:
Visual inspection: during the investigation, no visible defects or abnormalities of the reservoir were determined. Permeability test: a permeability test has shown that the reservoir is permeable. Results: to check whether the reservoir is working properly, we first tested it with air by pressing in the membrane and then releasing it. The membrane immediately returned to its original position. We also tested the suitability of the complete shunt system by placing the end of the ventricular catheter in a petri dish containing fluid and pumping the reservoir. We could determine that the fluid was conveyed by the pumping and emerged again at the end of the peritoneal catheter. We can determine that the reservoir is operating in accordance with all specifications. If you have any further questions about the shunt system, our medical device consultants will be happy to answer them. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view. After investigating, we have determined that the case does not require reporting.

Manufacturer narrative:
Manufacturing site evaluation. Investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
On the morning of july 18th, preparing to use a aag brand shuntsystem product for surgery. During pre-testing, it was found that the fluid storage bag could not rebound when pressed down, indicating that the rebound was not smooth, which was very different from previous products. The surgeon did not dare to use it on the patient. Switching to other brand products to complete the surgery had no impact on the surgery or the patient. The sample is unused and can be returned.